Event description:
We received a copy of medwatch form #1008090 for follow-up. The form stated the pt was admitted to the hosp with chest and back pain following a syncopal episode. On admission, the pt was bradycardic with 2.1 secs episodes of asystole. A pacemaker was implanted. The pt developed atrial fibrillation on 1/7/95. "The pacemaker was implanted. The pt developed atrial fibrillation on 1/7/95. "The pacemaker did not appear to be working. Atrial fibrillation was difficult to control. Pt was cardioverted multiple times. There was not time to replace pacemaker and pt expired." The report was taken by telephone and the rptr's requested their identity not be disclosed to the MFR. The serial # of the model 4024 lead was also not disclosed. It appears the serial # was covered with tape. We follow the performance of our products closely. We would appreciate receiving the serial # of this lead.